Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224drg implantable cardioverter defibrillator (B)(6) 2009. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had high pacing thresholds due to exit block. The ra lead could not be repositioned so the ra lead was capped and replaced. No patient complications have been reported as a result of this event.